Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The severely calcified target lesion was being treated with a 2.25mm x 15mm nc emerge balloon. On the first inflation for 10 seconds at 18atms, it was noted the balloon ruptured. The device was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. A microscopic examination of the balloon revealed a 10mm longitudinal tear in the balloon material. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination of the bonds presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The severely calcified target lesion was being treated with a 2.25mm x 15mm nc emerge balloon. On the first inflation for 10 seconds at 18atms, it was noted the balloon ruptured. The device was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient status is good.